Event description:
It was reported that a flogard infusion pump experienced an air in line alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported condition of the air in line alarm was not confirmed. If any additional relevant information is received, a follow up MDR will be sent. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.